Manufacturer narrative:
(B)(4). The instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the pericardial effusion is likely from a left ventricle perforation by the guidewire. The left ventricle size was smaller than expected causing difficulties with guidewire placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in japan, during a transfemoral tavr procedure, a 23 mm sapien 3 valve was deployed with nominal volume. After all devices were removed, tee showed a little pericardial effusion. The vital signs were stable. Since no increase of effusion was observed, a conservative treatment was decided. The patient was transferred to ICU. Three hours post procedure, tte showed increased pericardial effusion. Pericardiocentesis was performed in ICU. After 250 ml of effusion was drained, the vital signs became stable. No further increase of effusion was observed. Per report the annulus area measured 400 mm2 with moderate calcification. The left ventricle (lv) was reported to be small. Per medical opinion, the lv was possibly perforated with guidewire. There was difficulty in guidewire placement in lv since the lv size was smaller than expected.